Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0a81x, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0au2v, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that the ins surgery "did not work" and that they have experienced a lack of therapeutic effect since the ins was implanted. The patient reported that their healthcare provider (hcp) tried to reprogram the therapy, but stated the "programming is over." The patient stated that they previously had an MRI and CT scan, and indicated that the MRI was done on (B)(6) 2016. The patient reported that they consulted with another hcp, who determined from the imaging results that the patient had a "bad wire" and that one of the wires doesn't work. The patient reported that they have an appointment scheduled with an hcp on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the issues first started about a month after surgery, around when programming started. Their tremor improved during the session, but upon returning home the tremor reverted to what it was before. The patient noted that if the device is turned off their tremor is much worse. Different settings were reportedly tried in order to resolve the reported issues. It was noted that the patient's general health is good.